Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during the procedure there was difficulty getting the guide wire out after being jailed. There was no harm to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. It should be noted that the hi-torque guide wire for ptca, pta, and stents instructions for use states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Although it was noted that resistance was noted during removal of the guide wire, this was due to the guide wire being jailed with the stent implant; therefore, the force applied seems to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction as the guide wire was being jailed with the stent implant resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in left anterior descending (lad) and diagonal coronary artery. During the procedure there was difficulty getting the guide wire out after being jailed with the stent implant. The guide wire was removed with steady movement and some force. There was no adverse patient effect. Although, there was a 2- 3 minute delay due to change of catheter there was no clinically significant delay reported in the procedure. No additional information was provided.